Event description:
The customer contacted physio-control to report that their device does not recognize a connections through its defibrillation electrodes. In this state, the device may not be able to deliver defibrillation therapy, if it were needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
This MDR was submitted in error and is a duplicate of submission 0003015876-2020-00124. Please see submission 0003015876-2020-00124 for all investigation results.

Manufacturer narrative:
Physio-control performed an initial evaluation on the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with all the available patient information.

Event description:
The customer contacted physio-control to report that their device does not recognize a connections through its defibrillation electrodes. In this state, the device may not be able to deliver defibrillation therapy, if it were needed. There was no report of patient harm associated with the reported event.